Event description:
Pillow was being used in the emergency department and before using for a patient, a long thin piece of metal was found to be inside the pillow with the fill. Upon inspection, 3 additional pillows were found to contain small pieces of metal within the fill.